Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: procedural images were submitted to medtronic for review and confirmed the actuator (deployment knob) separation. Upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the female actuator component detached from the dcs, the male actuator component was not returned. The device was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis showed the tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. A small kink was observed on the inner member near the spindle hub. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. However the cause of the positioning difficulty could not be conclusively determined. During the recapture, the deployment knob broke and came off from the handle. The dcs was returned to medtronic for analysis with only one of the two the actuator components attached to the dcs. The second actuator component, which contains the snap fit tabs, was not returned for analysis. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A small kink was observed on the inner member shaft. The description of the event does not indicate this inner member shaft kink occurred during the reported event. Inner member shaft damage has historically been seen on device returns when the valve has been removed from the capsule at the back table after the system has been removed from the patient, and without the stylet in place to support the shaft. However the cause of the damage could not be conclusively confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured for better positioning. During the recapture, at 2/3 closed, the deployment knob fell apart and came off the handle. The valve was able to be recaptured and removed from the patient. A new delivery catheter system was used for implant. No adverse patient effects were reported.